Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. During the service engineer's visit, the fault could not be reproduced. The control printed circuit board (pcb) was replaced after recommendations from the manufacturer and returned for further investigation. The ventilator was returned to the customer after passed functional tests. The evaluation of received device logs confirms the reported technical error codes and a stop of ventilation on the reported date of event. The control pcb was installed in the reference ventilator and simulated use test ventilation did not reproduce the described customer issue. If a defect related to the reported error codes appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If the fault condition appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The conclusion is that the reported problem could be confirmed in the received device logs but it could not be reproduced during simulated tests. Therefore the cause has not been established in this investigation.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).